Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 43 mg/dl. The customer stated that she was trying to eat to bring her blood glucose level up, but she could not keep the food down. Troubleshooting was performed, and it was found that the customer may have over bolused for the amount of carbohydrates she had eaten prior to the event. The customer stated that she has not had any problems since the event occurred. The customer stated that she will monitor the insulin pump and call back if the problem persists.